Event description:
It was reported that the patient had the pacemaker replaced due to the lead. It was further reported that the pacing system was "revised due to intermittent loss of capture at high outputs" on the pacing lead, which was recorded on a holter monitor. The patient was "unaware" of the intermittent loss of capture. During the operative procedure the lead was cut, "removed entirely and discarded." There were no known physical complications related to this event, but it was noted that the patient now has increased anxiety regarding the pacemaker system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The manufacturing date was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).